Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage was found to decrease at a more rapid than expected rate. The ICD system software was upgraded and the physician will monitor on a regular basis, until battery status elective replacement indicator (eri) is reached. Updated information indicated that this ICD will be explanted due to premature battery depletion. This report will be updated when further information becomes available.